Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl at the time of incident. The customer's current blood glucose reading is 494 mg/dl. The customer treated with 2 units of insulin in a syringe. The customer stated that she does not want to troubleshoot at the time. The customer stated that she will be going to her doctor later on today.